Event description:
It was reported that the right ventricular (rv) lead exhibited increased short interval counter (sic), sensing lowered, with threshold high/unstable and increased. The rv lead was re-positioned and remains in use. The patient was administered unspecified medication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, beginning (B)(6) 2014, ventricular sensing integrity counts up to 319; no episodes available in save to disk to verify lead noise oversensing. Beginning (B)(6) 2014, rv amplitude measurements have decreased from 7.0mv down to 3.0mv.